Event description:
The user facility reported that the angio-seal anchor was outside of the bypass tubing. The patient was stable and the procedure was completed. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted .the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. To update sections b1 and b2, to provide additional information in section b5, and to provide the completed investigation results. G4: combination product - this product is not a combination product. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 18 jan 2022: the procedure performed was a coronary angioplasty using a 7fr procedural sheath. Hemostasis was achieved by manual compression. The first device was discovered prior to patient use. The second device was removed from the patient during deployment. Additional information was received on 21 jan 2022: both devices were used during the same case/patient.